Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on user facility information and a picture provided by the user facility. A review of the photo indicates that some blisters can be seen on the patient's wrist. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The user facility reported similar events for other devices, see MDR's 9681834-2016-00009, 9681834-2016-00010 and 9681834-2016-00011. There is no evidence that this event was related to a device defect or malfunction. Based on the available information, an exact cause cannot be definitely determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly. If there is itching or redness of the skin while compression, stop using and treat appropriately." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded

Event description:
The user facility reported inflammation during usage of the tr band device. Follow up communication with the user facility confirmed the following information: the procedure was completed successfully; while using the tr band device the patient developed blisters; and the blisters were located on the patient's wrist.